Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator exhibited a battery low message when a fully charged battery was inserted. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device failed to register the battery, displaying the following errors; 'equipment disabled: system failure,' 'battery communication failure,' 'battery low,' and 'incompatible battery.' The brt evaluated the device and found that the battery signal cable was unplugged from the therapy pca (printed circuit assembly), and after plugging the battery signal cable back in the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a disconnected battery signal cable. Further root cause analysis could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The brt resolved the issue by plugging in the battery signal cable. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.